Event description:
Overdelivery reported. The pump was set to infuse 40meq of potassium chloride in 100ml d5w at 25ml/h. A nurse reports that the infusion completed early, & had actually run at a calculated rate of approximately 75 ml/h. The pt did not experience any adverse effects. No additional info was available.